Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative reported that they met with the patient about 1 month prior to report to reprogram the device and everything appeared fine. The patient had overdischarged in the past which was previously reported. Since the overdischarge the patient is stating that their implantable neurostimulator (ins) was rapidly depleting. The patient wanted the device replaced. Relevant medical history included: non-malignant pain radicular pain syndrome(radiculopathies)

Event description:
Additional information received from the patient in response to follow-up for a related event reported that the device was discharging within 2 days without use.